Manufacturer narrative:
This MDR was filed in response to uf-report # (B)(4): after the reported event, the device was tested and found to be working within the specification. The technical service rep of the manufacture could not duplicate the reported problem. The device was sent for further investigation to the us repair shop of the MFR. No deviations were found during a 72 hrs test. It is assumed that the reported behavior was related to the condition of the hose system. In case of a kinked or blocked tube for any reason, the device will generate a "tube obstructed" alarm and dependent on the ventilation mode and the alarm settings, add'l pt related alarms. If no flow could be delivered to the pt, the flow measurement data are no more displayed on the ventilator. This behavior was reported in the user facility report. Potential causes and the remedy for theses problems are described in the instructions for use.

Event description:
(B)(4).